Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling noise was confirmed via the submitted video. The centrimag 2nd generation primary console (serial number: (B)(6) was returned to the service depot for analysis in unremarkable condition. A video was submitted for review that captured a faint grinding sound as the system was running. The centrimag console was connected to the returned centrimag (serial number: (B)(6) and a test loop. The system was run for several days during which the equipment was found to operate as intended without any alarms or unintended noises becoming active. The motor cable was flexed throughout its entire length while running and no atypical events became active. The console was functionally tested and passed all testing. The reported event was unable to be reproduced and will be returned to the rental pool. Additional information provided on 10jan2025 stated the issue resolved following the exchange of the device. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's nurse had noticed a rattling noise twice with the centrimag motor. It occurred once when the patient was agitated and once during a bath. The centrimag motor and console were exchanged to the backups. The rattling noise resolved. The units were red tagged and removed from clinical use.